Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia and diabetic ketoacidosis. The customer also reported that the button failed to function properly and received a pump error 23(post-reset ram crc alarm). The blood glucose value at the time of the event was 1100 mg/dl. The customer was treated for hyperglycemia and diabetic ketoacidosis with an IV insulin drip and was transported to the ambulance. The customer lost consciousness. The event involved product(s) mmt-1886. Troubleshooting was not performed for hyperglycemia. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. It was unknown whether the customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. Product return is required for mmt-1886.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08770 inches. The pump was monitored and no unexpected pump error 23 alarm noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. On the event date of 16-aug-2025, there is no unexpected suspends recorded in the formatted history file. However, pump error 61 (stuck key alarm) was noted. On the event date of 16-aug-2025 of the dailytotalcollectionstarttime, the dailytotalofbasalinsulindelivered = 119500 (11.95 u) and dailytotalofbolusinsulindelivered = 402000 (40.2 u) which is equal to the dailytotalofallinsulindelivered = 521500 (52.15 u). All bolus/basal were delivered in auto mode/manual mode. There was no pump error 23 alarm recoded in the formatted history file on of before the event date of 16-aug-2025. However, pump error 23 alarm was recorded on: (B)(6) 2025 18:26:03.000. And power loss alarm was found on: (B)(6) 2025 18:26:31.000 (B)(6) 2025 18:26:39.000 pump error 23 alarm and power loss alarm were expected since the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior to the event date of 16-aug-2025, these pump error(s)/alarm(s) were noted: (B)(6) 2025 08:23:00.000 (B)(6) 2025 18:34:00.000 sensorerroralert (801) was found on: (B)(6) 2025 00:00:10.000, (B)(6) 2025 00:10:57.000, (B)(6) 2025 00:20:00.000 (B)(6) 2025 05:56:10.000, 08/16/2025 06:06:00.000 (B)(6) 2025 07:01:11.000, 08/16/2025 07:01:11.000 (B)(6) 2025 11:47:08.000 (B)(6) 2025 12:22:05.000, (B)(6) 2025 12:32:00.000, (B)(6) 2025 12:57:23.000 (B)(6) 2025 13:32:05.000, (B)(6) 2025 13:39:13.000 (B)(6) 2025 14:07:06.000, (B)(6) 2025 14:42:04.000 (B)(6) 2025 15:12:06.000, (B)(6) 2025 15:47:04.000 (B)(6) 2025 16:22:05.000, (B)(6) 2025 16:57:04.000 (B)(6) 2025 17:32:09.000 (B)(6) 2025 21:01:15.000, (B)(6) 2025 21:11:00.000, (B)(6) 2025 21:31:16.000, (B)(6) 2025 21:41:14.000 (B)(6) 2025 22:06:16.000, (B)(6) 2025 22:16:11.000 (B)(6) 2025 22:36:17.000, (B)(6) 2025 22:46:00.000 (B)(6) 2025 23:11:17.000, (B)(6) 2025 23:46:16.000, (B)(6) 2025 23:56:00.000 lostsensor2alert (781) was found on: (B)(6) 2025 08:45:00.000 the pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warmup. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert, sensor error alert or unexpected sensor errors or anomalies were noted during testing. Pump error 61 (stuck key alarm) was found on: (B)(6) 2025 02:57:05.000 (B)(6) 2025 03:07:00.000 all buttons function properly. The keypad overlay was removed to perform visual inspection and no damage in the keypad assembly noted. The pump was cut open to perform visual inspection and found the j1 connector on pcba 1 was locked properly. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.58 mv). Keypad anomaly/pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay and a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for pump error 23 alarm was not confirmed. All buttons function properly; however, keypad anomaly/pump error 61 (stuck key alarm) was confirmed according in the formatted history file, problem isolated on the keypad assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.